Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. A visual inspection of the returned cycler exterior showed signs of physical damage including several cracks and damaged external cabinet. The cassette door could not be opened or closed and the heater tray/scale was obstructed. A simulated treatment was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer at this time has been provided.

Manufacturer narrative:
Weight of the pt as of (B)(6) 2015. All info available to the manufacturer at this time has been provided.

Event description:
A peritoneal dialysis (pd) pt's caregiver reported the pt passed away. The pt used a fresenius liberty cycler for continuous cycling peritoneal dialysis (ccpd). Additional info was received from the pt's pd nurse that stated the pt passed away around the middle of the day on (B)(6) 2015. She further stated the pt was not connected to the machine at the time of the event, and she was unsure if the pt had performed their treatment the previous night. The cause of the death was unk, the pt was declared dead upon arrival at the hospital, and the family declined an autopsy. Medical records were requested, but no further info has been provided.

Manufacturer narrative:
Review of medical records did not show any hospital information from 11/01/2015. Medical records revealed that on (B)(6) 2015, the patient informed the pdrn that when the 2nd fill of 2500cc occurred, the patient felt like their heart was beating hard and he has wheezing but did not experience any chest pain, shortness of breath or other side effect. On (B)(6) 2015, the patient stated that he used a 4.25 percent solution delflex bag to pull off additional fluid. The patient also stated that wheezing and hard heart beat had not been a problem since his last visit but the patient mentioned experiencing thigh cramps. Patient's serum potassium and bicarbonate were within normal limits on (B)(6) 2015. The end stage renal disease death notification states the cause of death is unknown. There is no cardiac history mentioned in the medical records. List of medications that may have been taken around the time of death are not available for review. Considering the patient's complaint of his heart beating hard and wheezing and the fact that patient administered himself a higher concentrate of dialysate to remove additional fluid would have certainly caused some stress on the heart. Without knowing the patient's history, a conclusion cannot be made as to the effects of the dialysis on the patient's cardiac status or death. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's death. The weight was updated to (B)(6). Per additional information received through medical records. All information available to the manufacturer has been provided.